Manufacturer narrative:
The device was used in treatment and not returned for analysis. There was no device performance related failure reported by the user. This event is related to patient condition. No further investigation is required. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported there was a device deficiency to a heliostar, catalog number d138904 with serial/lot number (B)(6). It was reported there was a hematoma right groin. The patient was admitted as in-patient or prolonged hospitalized on (B)(6) 2023 and discharged on (B)(6) 2023. Intervention specifies compression bandage. Patient outcome states recovered/resolved. It was reported there was no life-threatening illness, nor any medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. Report states guidestar sheath is not related (ancillary device), the lot number or model numbers are known. No additional information is available.